Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, biv ICD, implanted: (B)(6) 2011; 5076-45, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was being revised for a rising and then a sharp jump in impedance and high thresholds. During the procedure, it was clearly visible that the leads were twisted multiple times due to patient twiddling. A fluoroscopic inspection also confirmed that the ra lead was dislodged (hanging) and the right ventricular (rv) lead had virtually no slack. The rv lead also had a slight impedance rise over time and undersensing of rwaves. The ra lead and rv lead were both removed and replaced. No patient complications have been reported as a result of this event.